Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned for evaluation.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2016-00149 for the first report. Refer to 8030647-2016-00151 for the third report. It was reported that, "the inner cannula dislodged from the trach upon turning of patient circuit. "The tracheostomy inner cannula keeps twisting off when the patient is turned or the circuit is moved, and the inline suction catheter does not appear to be swiveling appropriately." The patients have become disconnected from the ventilator because the inner cannula has become unlocked." Additional information received on 14-jul-2016 from the distributor that confirmed three incidences with no adverse effects or medical intervention provided. Additional information was received on 21-jul-2016 that states there were a total four reported incidences there were no adverse patient effects; however, one incident, a patient was disconnected from the ventilator due to the inner cannula becoming unlocked. There was no compromise to the patient and no medical intervention required. No additional information provided.

Manufacturer narrative:
The sample was returned and evaluated. One used sample was received with no packaging. A flex connector of unknown manufacturer is attached to the dse male insert. The distal end of the tubing has dried biologic matter which did not flush off during decontamination. Both the male and female insert on the double swivel elbow (dse) rotate 360 degrees without interference. The reported failure was not reproduced in the lab. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).